Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on-going use, the device had migrated significantly causing pain for the patient. The device was repositioned on (B)(6) 2019. The procedure was completed without any further complications, and no adverse effects were reported.